Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto-zero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device and could not duplicate the proximal pressure sensor auto-zero failed alarm. However, the asp confirmed a previous occurrence of the alarm in the device event log. The asp replaced the 3rd and 4th solenoids as a preventative measure to resolve the issue. The asp then completed a comprehensive inspection, cleaning, running test, and functional test following the repair. The investigation concludes that no further action is required at this time.